Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited failure to sense, episodes of noise, and failure to extend the helix. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.